Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed tip damage (flattened for 22mm) and the collar was partially separated. Inspection of the rest of the device found no other damage or defect. The balloon catheter used with the guidezilla was not returned for analysis, so a lab supplied balloon catheter was used for functional testing. The test balloon was inserted into the collar, and a small of resistance was felt, although the device was able to be advanced completely through the shaft and out of the guidezilla tip. When the balloon catheter was removed from the complaint device, the balloon became stuck in the damaged collar.

Event description:
Reportable based on device analysis completed on 11may2021. It was reported that resistance was encountered. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the coyote balloon could not enter inside the guidezilla ii. When the devices were pulled out together, the balloon was caught at the entry port part of the guidezilla and resistance was felt. The guidezilla was removed and when the balloon was advanced, it was able to cross the lesion without problem. The procedure was completed without replacing the guidezila ii. There were no patient complications reported. However, device analysis revealed that the collar was partially separated.